Event description:
It was reported that the leading edge of helical blade hit the nail upon insertion. The helical blade could not advance through the nail. The surgeon removed the helical blade and drill over guide wire with a stepped bit. The surgeon then attempted to reinsert the blade but it continued to hit the outside edge of the nail. There is damage to the front edge of the helical blade where it hit the nail. The surgeon then used a different helical blade and it was inserted without issue. The surgery was successfully completed. Surgical delay time was reported as five minutes. There was no injury to the patient. This report is for one 11.0mm ti helical blade 105mm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.